Manufacturer narrative:
The device was not returned to olympus for inspection, so the reported failure of was not confirmed. Correction: d9. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during inspection for use, the image produced by the bronchovideoscope disappeared when the bending section of the device was manipulated. There were no reports of user harm.